Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Fse had customer remove covers and inspect tubing for bf probe. Then fse had customer remove probe, clean, and prime into 2 mil cup and wash would prime approximately .5 ml per cycle. The customer reinstalled probe and made sure it was straight and flush. Customer then ran bf primes x 5 with no errors. Customer reinstalled covers and ran daily check. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was clogged wash probe.

Event description:
On (B)(6) 2016, a customer reported bf purge failure error 2015 and sub ii purge failure error 2017 with their aia-360 analyzer. The customer is unable to run e2, prog, prl, fsh, lh ii, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prog, prl, fsh, lh ii, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.